Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2017-00062: head, 3025141-2017-00063: neck.

Event description:
An anatomical radial head was implanted. At some point post operatively, the head/neck component dissociated from the stem. The implants have not been explanted.